Manufacturer narrative:
Based on the claim against the product by the customer noting jaws would not open, an investigation was completed to determine the cause of this reported event. The sureform 60 stapler was analyzed, and failure analysis investigations were unable to replicate or confirm the reported issue. The sureform 60 stapler instrument was placed and driven on an in-house system. The instrument passed initialization. The sureform 60 stapler passed the recognition and engagement tests. The jaws opened and closed properly. The sureform 60 stapler clamped, fired, and unclamped successfully. The instrument was fired with a sureform green 60 reload. No failures were observed during log review. The grip tips moved imprecisely in the pitch/yaw orientation. The grip tips move in the expected direction, but the motion is non-exact. The housing was removed, and the sureform 60 stapler was found to have loose snake wrist cables at the proximal end. This failure caused the imprecise motion observed during in-house testing. The instrument was found to have thermal damage to the chassis. The chassis is observed to be warped.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the jaws wouldn't open so the customer had to manually open the sureform 60 stapler. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.